Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy. One clip was deployed without issue. A second clip was advanced into the anatomy. During steering of the second clip, the physician touched the first clip causing it to detach from the septal leaflet resulting in a single leaflet device attachment (slda). The physician attempted several grasping attempts with the second clip, but was unsuccessful, and it was noticed at that point that one of the grippers was broken. The clip was removed from the patient anatomy. Two additional clips were deployed successfully stabilizing the first clip and reducing to tr to a grade of 1.

Manufacturer narrative:
H6 health effect - impact code 4641 was removed. Returned device analysis confirmed the single gripper actuation issue. It was observed that the non-tactile marker gripper line was separated from the l-lock shaft with the gripper line trumpet intact. The reported device damaged by another device-caused damage, positioning failure - leaflet grasping - clip not implanted and image resolution poor - n/a could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (restricted septal leaflet and rotated heart). The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due patient anatomy and imaging quality. The reported device damaged by another device (caused damage) appears to be related to procedural conditions associated with challenging imaging causing this second clip to interact with the first implanted clip, causing slda of the implanted clip. Additionally, the reported single gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy. One clip was deployed without issue. A second clip was advanced into the anatomy. During steering of the second clip, the physician touched the first clip causing it to detach from the septal leaflet resulting in a single leaflet device attachment (slda). The physician attempted several grasping attempts with the second clip, but was unsuccessful, and it was noticed at that point that one of the grippers was broken. The clip was removed from the patient anatomy. Two additional clips were deployed successfully stabilizing the first clip and reducing to tr to a grade of 1.